Manufacturer narrative:
Additional information was requested but not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to multi-system organ failure.

Manufacturer narrative:
Section b5, d4 & h4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to multi-system organ failure could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient expired on (B)(6) 2020 due to multi-system organ failure. Multiple requests for additional information regarding this event were issued to the customer, including requests for device return; however, no further information has been provided and (B)(6) has not been received to this date. There is no product available for investigation. The investigation file will be closed accordingly. The heartmate ii lvas IFU lists various forms of organ failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cause of death was also due to heart failure in addition to multi-system organ failure. No further information was provided.